Event description:
It was reported that when the 5x100mm supera self-expanding stent system was removed from the dispenser hoop, the catheter tip was noted to have become detached. Therefore, the sess was not used in the procedure. An absolute pro sess was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during removal from the dispenser hoop resulted in the reported tip material separation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.